Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation performed with syringe, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.